Manufacturer narrative:
A field service engineer (fse) evaluated the instrument over multiple days. During onsite service visits the blood sampling valve (bsv), laser sensor, and flowcell were cleaned. Cracked lyse pick up tube, hgb lamp, tubing through valve vl12, white blood cell (wbc) bath waste tubing, hgb cuvette waste tubing, and vent line tubing were replaced. However, the errors and erratic hgb results were not resolved. The fse confirmed a defective actuator for vl12 caused the erroneous results and errors. The fse replaced the actuator, resolving the issues. The repairs were verified per established service procedures. Demographic information for the additional patient is provided in the patient data attachment. Patient weight was not provided for either patient.

Event description:
The customer reported erroneous hemoglobin (hgb), mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) results for two patient samples cycled on a coulter lh 780 hematology analyzer compared to a rerun of both samples on their backup lh 780 analyzer. No erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event.